Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock and another MFR's product on (B)(6) 2008 to treat her pelvic organ prolapse. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury permanent and substantial physical deformity, emotional distress, disability. Plaintiff's attorney also alleged plaintiff suffered damaged nerve endings leading to debilitating neuromas.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.